Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to mitral stenosis. Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet flail. Two mitraclips were successfully delivered and deployed, reducing the mr to trace. On (B)(6) 2024, mild mitral valve stenosis was diagnosed. Per physician, the event was not serious. There was no additional or unplanned hospitalization, and no treatment needed. The patient was discharged from the hospital.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis was unable to be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.